Event description:
It was reported that a patient with this electrode had received multiple inappropriate shocks due to oversensing of noise. An x-ray taken showed the electrode had fractured. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.